Event description:
Additional information was received from the neurologist stating that the vns patient was a non-responder to vns therapy. However, it is unclear why the patient was re-implanted if he was a non-responder. It is possible that the neurologist was unaware of the lead discontinuity which would have affected the effectiveness of the device. No x-rays were taken. The surgeon could have elected to replace the patient¿s device generator and lead rather than explant once lead discontinuity was observed. However, no definitive conclusions can be made.

Event description:
An implant card was received indicating that the patient underwent generator and lead replacement due to battery depletion and lead discontinuity. Further follow-up revealed that high impedance was observed by the surgeon prior to the surgery. The generator was received for analysis. Analysis of the generator was completed on (B)(4) 2014. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The lead was not received for analysis. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.